Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold and impedance issue due to lead fracture. This ra lead was explanted and replaced. No additional adverse patient effects were reported.